Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of inappropriate values on the system monitor was not confirmed. A review of the submitted log file spanned approximately 25 days ((B)(6) 2021 per time stamp). The low speed advisory alarm briefly activated on (B)(6) 2021 at 10:14 due to the fixed speed being set to a value under the lsl. The low flow alarm was intermittently active on (B)(6) 2021 from 06:57 ¿ 07:02 while connected to the power module due to flow falling below the 2.5 lpm threshold. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. There was no evidence of the speed dropping to ~1100 rpm. System monitor was not returned for analysis. A root cause for the damage was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system monitor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05189. It was reported that the patient clinically had a few low flow alarms due to low mean arterial pressures. On the old system monitor, there were some inappropriate values such as pump speed of 1104 rpms with no active alarms when the patient is set at 5200 rpms. Then the pump flow was 1.0 lpm with a pump speed of 130 rpm and a pulsatility index (pi) event. A review of the log file showed that it contained low flow alarms from (B)(6) 2021. The estimated flow appeared to be fluctuating below the alarm threshold of the 2.5lpm. Most of these low flow events were unsustained (less than 10 seconds to trigger low flow alarm). The log file also captured a low speed operation on (B)(6) 2021 when set speed (5100rpm) was change below the low speed limit of 5300rpm. The low flow alarms were caused by low volume and resolved with volume and blood transfusion. The speed was changed by the physician and the low speed limit was not updated. The patient passed away due to an undetermined bleed that was possibly a gastrointestinal bleed. The death was not considered to be device related and the device operated as expected.